Manufacturer narrative:
This device was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to communicate with external devices and was determined to be inoperable. It is unknown when the patient last charged the device as well as when the patient lost stimulation. Surgical intervention was undertaken and the ipg was explanted and replaced with a non-rechargeable ipg. Postoperatively, the patient is reportedly receiving effective therapy.